Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, there was a warning when the sureform 60 stapler instrument was installed on the universal surgical manipulator (usm) and the sureform 60 stapler instrument would not open. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and confirmed that the task was a resection of the colon. There was no system fault but a message on the screen. The target tissue was colon. Stapler jaws were not placed on tissue. It was not possible to open jaws after insertion so instrument removed and replaced with new instrument. There was no unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
The instrument was found to have failed mechanical engagement based on log review. The instrument inputs failed to engage with the in-house system's sterile adapter on all three attempts, preventing the instrument from entering into following. The error logs for the system installs display error code 22020, with parameters indicating that the with parameters indicating that the aux/action axis failed engagement. The logs for the reported procedure confirms seven engagement failures occurred on correlating installs of this instrument in the field. The parameters of the engagement failures indicate that the aux/action axis failed engagement. Common causes of aux/action axis engagement failures on sureform stapler instruments are attributed to the tensioner degree-of-freedom (dof) hardstop location being detected at a location different from what is expected by the system. The reload was effectively, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out uncovering no further issues.

Event description:
Refer to h11 for follow-up information.